Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an unspecified "sheath/cover" of the stent and positioner included in the 'universa firm ureteral stent set' was left in the patient's bladder. The issue was identified several days later upon a computed tomography (CT) scan and a surgical intervention was required to remove the retained portion from the bladder. Additional information regarding the event and patient outcome has been requested but is currently unavailable.